Manufacturer narrative:
The reliability analysis inspected 1 opened or used enlite sensors and performed bicarbonate buffer test per (B)(4). The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported sensor glucose readings are inaccurate. Customer mentioned an incident where he was truly low but his sensor did not detect it. At the time of the call he was high and sensor said he was low. Troubleshooting for was performed. The sensor glucose was 81 mg/dl and blood glucose was 171 mg/dl. Sensor inserted in the upper thigh. Trending of sensor and blood glucose, both were trending in opposite directions. Single meter is used to calibrate. Customer was advised of possible scenarios that may cause the alarms. Customer was advised he was using the sensor off label. No further information reported.